Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al label content was incorrect. The following information was provided by the initial reporter: * complaint awareness date 02/07/2024 * product description: 5 milliliter syringes thick medications, 21 by 32 gauge green needle. * catalog: 990408 * lot/serial number: (B)(6). * date of occurrence of event: end of may, last week of june. * what is the deviation found with the product? Customer informs that it has no expiration date, sells the syringes and this one does not have the expiration date on the letterhead. It only has this information val2009/01, fab/esp:202402/ lot4018286, when opening lot 4018286fa202402 when I opened it, I noticed that it does not have the expiration date and I found (B)(4) pieces in the package. * what part/component/piece of the product is involved in the complaint? The packaging of the individual syringe does not show the expiration date. * purpose of use: in which procedure was the product being or will be used? The customer reports that the 5 milliliter syringes are for use in thick medications, e.g., for intravenous medications. She bought the product from this distributor of pharmaceutical supplies ecapetec, who sold her the product. Located in morelos state of mexico. * medication/substance involved in the occurrence. 21 by 32 gauge green syringe and green needle. * quantity of product with diversion (B)(4) syringes * is the sample related to the incident available for analysis? Yes * quantity of sample with deviation available for analysis. (B)(4). * is the sample contaminated (body fluids or medications/solutions)? No if sample is available, is the address for collection the same as initially reported? Same address could you send photo samples and/or videos of the product so that it is possible to observe the reported deviation? Yes * when was the reported incident noted? Prior to initiating any procedure with the product and without contact with the patient/professional. * was there any damage to the health of the patient or the professional who handled the product? No * was there a need for medical intervention? No * was there a need for surgical intervention? No * was there a need for impatient or extended hospitalization? No * was there exposure to chemical/biological agents (regardless of the use of ppe)? No * was there an accidental needle puncture? No * did the event lead to death? No * was there a second product and/or incident(s) reported? No additional comments: customer reports that he still has the strip from the box, and will send the photo samples to the post.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. This was determined not to be a product complaint after the initial MDR was submitted.

Event description:
No additional information was provided.